Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing and data download were unable to be performed due to power issues. The receiver case was opened for further evaluation and found that the battery was dead. The battery was swapped out with a good battery and was able to turn on. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a dead receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.